Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). Transeptal access to the laa was obtained and then was advanced into the patient. It was noted the left atrial pressure was low, so fluids were going to be given from the table. The fluid bag was almost empty and during administration of a fluid bolus, air was introduced in the was and the patient experienced st elevations. The laa closure procedure was discontinued. The coronary arteries were assessed, and neurological checks were performed with no complications apparent. One day post procedure the patient fully recovered.

Manufacturer narrative:
B5 event description updated.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). Transeptal access to the laa was obtained and the was was advanced into the patient. It was noted the left atrial pressure was low, so fluids were going to be given from the table. The fluid bag was almost empty and during administration of a fluid bolus, air was introduced in the was and the patient experienced st elevations. The laa closure procedure was discontinued. The coronary arteries were assessed, and neurological checks were performed with no complications apparent. One day post procedure the patient fully recovered. It was further reported the pressure line bag connected to the was had emptied which caused air to be introduced into the system. The patient was discharged one day post index procedure.